Event description:
Echelon 60 stapler locked and would not re-open after inserting in abdomen. Another echelon 60 stapler opened and worked properly.======================manufacturer response for articulating endoscopic linear cutter, echelon flex 60 (per site reporter).======================reporter not aware of the response.